Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 30-oct-2021 to 30- oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's log files showed that the narcotic was accessible and successfully removed by the user and no re-logins attempts were recorded. Customer requested to close the complaint file since the reported issue could not be reproduced. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis anesthesia es system did not display a list of available medication when searching for narcotics and the anesthesiologist assume that the station was stocked out of the required medication. The customer stated that the interim solution they identified is to log out and subsequently log back in. This has happened on at least 2 pas devices gor-5 and gor-15. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis anesthesia es system did not display a list of available medication when searching for narcotics, this made the anesthesiologist assume that the station was stocked out of the required medication. The customer added that they have found that login out and login back in temporarily resolves the issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's log files showed that the narcotic was accessible and successfully removed by the user and no re-logins attempts were recorded. The customer requested for the complaint file to be kept open for monitoring, if there are additional findings, a supplemental report will be submitted. The system functioned as intended.